Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer's blood glucose (bg) was 523 mg/dl. Bg level was corrected with a manual injection. As a result, customer went to the emergency room and was subsequently hospitalized where the healthcare provider determined the customer's ketone level to be dangerous/life threatening. Customer was treated with intravenous fluids of saline and insulin. The customer was unable to provide the date they were released from the hospital with the issue resolved and no permanent damage. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.